Event description:
It was reported that IV chemotherapy mitoxantrone 19.4mg/100 ml (blue colored solution), which was set-up to infuse through secondary set, back flowed into primary set with attached 1 liter of normal saline (ns) bag. The event was discovered when the nurse noticed that the color of ns was changing 15-20 minutes into infusion. The infusion was set up with the primary bag hung lower than the secondary bag. The IV pump was programmed to run the medication infusion over 30 minutes, with the device placed higher than the patient. The infusion time was delayed because of this incident. Patient received full dose of medication, as the ns mixed with the medication was infused into the patient there was no patient harm.

Manufacturer narrative:
The customer¿s report of backflow check valve failure as the secondary infusion was observed to be flowing into the primary bag. Visual inspection of the set noted no damage or any anomalies. The check valve was visually inspected under magnification and was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing resulted in fluid and air bubbles going into the primary bag. Fluid was also noted to have gone past the check valve indicating a faulty check valve. Disassembly of the check valve found that the check valve disc being was pinched within the housing. The identified root cause of the customer¿s report of secondary back flowed into primary bag was caused by the check valve disc being pinched which is a supplier-related issue. A pinch disc would lead to a failure of the check valve.

Manufacturer narrative:
Additional information: report source.

Event description:
It was reported that IV chemotherapy mitoxantrone 19.4mg/100 ml (blue colored solution), which was set-up to infuse through secondary set, back flowed into primary set with attached 1 liter of normal saline (ns) bag. The event was discovered when the nurse noticed that the color of ns was changing 15-20 minutes into infusion. The infusion was set up with the primary bag hung lower than the secondary bag. The IV pump was programmed to run the medication infusion over 30 minutes, with the device placed higher than the patient. The infusion time was delayed because of this incident. Patient received full dose of medication, as the ns mixed with the medication was infused into the patient there was no patient harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that IV chemotherapy mitoxantrone 19.4mg/100 ml (blue colored solution), which was set-up to infuse through secondary set, back flowed into primary set with attached 1 liter of normal saline (ns) bag. The event was discovered when the nurse noticed that the color of ns was changing 15-20 minutes into infusion. The infusion was set up with the primary bag hung lower than the secondary bag. The IV pump was programmed to run the medication infusion over 30 minutes, with the device placed higher than the patient. The infusion time was delayed because of this incident. Patient received full dose of medication, as the ns mixed with the medication was infused into the patient there was no patient harm.